Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for potential atrial tachycardia, resulting in therapy exhaustion. Rate cut off programming was discussed. No adverse patient effects were reported.